Event description:
After autoclaving sharps container, aide noted 3 needles sticking out of a corner of container. One needle stuck out approx one inch and the other two approx 1/4 inch. Container was disposed of before catalog number, serial number and MFR's product number could be obtained.